Manufacturer narrative:
The t:slim insulin delivery system is indicated for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The contact changed the customer's supplies after the occlusion alarms. After the supply change, the occlusion alarms continued and the customer reverted back to insulin injections for diabetes management. During a system check with tandem technical support, the contact was using the same cartridge as when the occlusions occurred and a new infusion set tubing. The pump performed as intended and the contact successfully delivered a 5 unit bolus without an occlusion alarm announcing.